Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use.the ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The flow sensor assembly was found to be contaminated with dirt. The device's flow sensor assembly was replaced to address the issue.